Event description:
A customer reported the control panel on their epiq 7c ultrasound system dropped rapidly and caused injury to the ultrasound technician. The injury to the shoulder resulted in prescribed physical therapy sessions which are on-going and prescription pain medication for pain management. The philips service engineer replaced the control panel arm gas struts to resolve the customer¿s issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The philips service engineer replaced the control panel arm gas struts to resolve the customer¿s issue. The investigation concluded the cause leading to the failure was both seals on the gas struts were compromised. Typically, only one strut seal fails at a time and is then serviced and replaced. In this instance, both gas strut seals failed around the same time which caused the control panel to lower faster than anticipated. The system has returned to service with no similar issues reported post repair.